Event description:
It was reported that this console experienced drain failure alarms on numerous occasions. No water was seen in the bottle. As a result of continued alarms, the console was exchanged for another pump. No further alarms or other difficulties were encountered with the second unit. There were no associated patient complications.